Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose of 40 mg/dl at the time of the incident. The customer got a no delivery alarm and gave themselves a correction shot which caused them to go low. The customer used glucose tablets and liquid glucose to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer had misplaced their insulin pump, but it was later found. The insulin pump will not be returned for analysis.